Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 2.4. Date: (B)(6) 2012, 5.4. Inratio2: 4.9. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.